Event description:
The legal papers state this patient was implanted with a j&j knee. The poly liner was revised in 2002. Three months later the entire knee was revised. The complaint alleges an additional surgery in may 2003 for an unspecified procedure.